Event description:
A customer reported to baxter (B)(4) a 150 ml buretrol solution set in which the spike was broken. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a broken spike. The functional test was not possible because the set was damaged. The assignable cause of the event is associated to incorrect manipulation of the set in the shipment or use of product. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.